Event description:
On (B)(6) 2023 (B)(6) , employee of intuvie, received a call from (B)(6), patient of (B)(6) institute, who stated that the pump had switch off this morning. There was no resume infusion option upon powering it back on. Guided them in switching it off and clamping the lines. The patient is scheduled to head into the clinic this afternoon. No further details given. Infusion took place at home. Patient involved. No patient was harmed.on (B)(6)2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.